Event description:
It was reported that the patient underwent a revision 15 years post implantation due to pain, metallosis, and elevated metal ions. During the revision significant graying with metallosis inside the hip capsule was noted and excised. The trunnion and acetabular cup were inspected and noted to be in good condition. The head and liner were replaced without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 157448 item name m2a-magnum mod hd sz 48mm 48mm, lot # 739180; us157854, item name: m2a-magnum pf cup 54odx48id, lot # 762460; x180311 item name bi-metric/x por nc 11x135, lot # 858900. Visual examination of the returned product identified the articulating surface only has major damage in one spot; only minor wear is noted everywhere else. The unknown taper adapter has some marks and damage to it on the face and is installed into the mod head. There is some damage to the taper area and some discoloration all the way around the top portion of the taper. The measured dimensions are conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient began experiencing pain and elevated metal ions, with a revision occurring later. During the revision tissue damage, metallosis, and a pseudotumor were identified. The head was explanted with no complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.